Event description:
Physician was attempting to deploy 1 endeavor resolute drug eluting stent to a severely calcified lesion with 90% stenosis and 90 degree bend at rca but the stent could not cross. After several attempts the stent was removed and deformation was noted on the stent. The lesion was predilated again and another stent was implanted. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 5th proximal segment was raised and deformed. The 7th and 8th distal segments were slightly damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver stent and stent deformation); patient's condition affected effectiveness of device (lesion morphology) - severe calcification, 90% stenosis and tortuosity; deformation problem. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology); inherent risk of procedure. (B)(4).